Manufacturer narrative:
Baxter did not received pumps back but, received event history logs (ehl) for 6 other affected devices, baxter reviewed the pump logs from the six infusion pumps with data over a period of seven days, including the event date of this event. The logs contained over 25,000 network entries cumulatively, while recording only approximately 3,300 non-network entries (infusion data/user keystrokes). Network connectivity disconnect and reconnects were noted for a seven-day period, after which each pump exhibited a system error 222. This increase in log entries caused by network issues slowly overwhelmed the main processor¿s ability to store the entries, leading to a system error 222. A singular ¿connect/disconnect¿ event on the pump will not trigger a system error 222. The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a full device analysis could not be completed. However, the investigation of spectrum iq large volume infusion pumps (lvp) and wireless battery modules (wbm) for system error 222 (¿watchdog error¿) has not identified a systemic component issue with the device, rather system error 222, occurred, because of rapid and prolonged network connectivity issues that resulted in the pump attempting to store an abnormally high number of network related log entries. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced sharp watchdog system error 222 (kwikpeg task starved) that occurred during patient infusion (medication, dose, programmed amount and delivery rate unknown). There was patient involvement but no known patient injury or medical intervention associated with this event.